Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and in intensive care unit due to hyperglycemia as well as infusion set came out, on unknown date with unknown blood glucose level. The customer declined to speak with the helpline. The device will not be returned for analysis.